Event description:
It was reported that the patient underwent an a-fib procedure on (B)(6) 2012, and the patient died due to atrio-esophageal fistula on (B)(6) 2012. The customer suspected that the stockert generator delivered more power than intended.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Cool flow pump us catalog #: cfp001, serial #: (B)(4). Cool flow pump us catalog #: cfp001, serial #: (B)(4). Biosense webster manufacturer reference #'s: (B)(4) are related to the same incident. (B)(4).